Event description:
According to the customer, the image resolution on s8-3t transducer is not good.

Manufacturer narrative:
(B)(4). Image quality degradation during clinical use of the s8-3t was reported under 21 cfr 806 per z-2062-2011. Customers were informed about what actions to take in order to prevent risks for patients. The returned device was evaluated and confirmed to be associated with the issue identified in the recall. There have been no adverse events as a result of this issue.